Event description:
Dr. (B)(6) was performing a left shoulder arthroscopy. He was using a device called a scorpion needle. During use, the tip of this needle broke off. We searched for it in the surgical site, on the surgical field, on the floor, and we had c-arm x-ray the patient's shoulder as well as the suction filter that was used during the procedure. Per dr. (B)(6), the piece of needle was not in the patient's shoulder or the suction filter. FDA safety report ID # (B)(4).